Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4) for the complete investigation. Without receipt/evaluation of a returned sample, no further evaluation is required. CAPA-000020 is open to address the process for evaluating return samples. Based on the information above, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: - no amplification/reduced amplification efficiency (design defect). - assay contamination/degradation (process failure). - improper storage/handling (use error).

Event description:
"Customer contacted us on (B)(6) 2024 to report 4 false negative flu b test results. Tests were performed on (B)(6) 2024. Evidence provided. False negative for flu b. Before starting, were the instructions read? Y/n. Yes. May I have your lot and test kit #? Lot #: k10a011307233m1 / k10a011307233m7 / k10a011307233m1 / k10a011307233m3. Test kit #: (B)(6). Location of testing? Indoor/outdoor. Indoor was the test completed on a flat surface? Y/n. Yes. Was the swab rotated 5 times in each nostril? Y/n. Yes. ) was the vial liquid purple in color? Y/n. Yes. Was the test moved while it was running? Y/n. No. How soon after the initial negative test was a retest(s) completed? 30min. What test did you use to confirm the false negative? Lucira covid & flu. How many total tests were run before getting this false negative? - did the person tested, contact a healthcare provider? Y/n. Yes. If yes, how is the person tested doing? Is the person tested undergoing any treatment? No. Is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits) covid led status: negative::off. Flu a led status: negative::off. Flu b led status: negative::off".